Event description:
It was reported that post implant a realize band, the patient was experiencing inadequate weight loss. In addition, the patient was experiencing abdominal pain, and had elevated lft's. The band was deflated with some relief. A CT was performed with no evidence of erosion, endoscopy deferred. Two weeks later, the patient returned with pain, no fever, no elevated wbc. CT showed air around the band. Endoscopy showed the posterior aspect of the band was in the pouch lumen. The band was removed. The band had been adjusted seven times with a max of 9.5 ml with minimal restriction no significant weight loss despite all the adjustments.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.